Event description:
It was reported that the superior vena cava (svc) impedance on the right ventricular (rv) lead had increased and was high. It was also noted that the patient had recently fallen and had fractured ribs on the right side. Follow-up was done and there was information that the patient's rv lead and implantable cardioverter defibrillator (ICD) were both replaced due to malfunction. No additional information was available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).